Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the light guide bundle of insertion section is slightly interrupted, weakened and worn, a reportable malfunction was identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction blackout was traced to component failure of the universal cable. Additionally, the most probable cause of the malfunction the light guide bundle in the insertion section was slightly interrupted, weakened, and selectively worn was due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gynecologic laparoscope had blackout. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.